Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 154mg/dl (meter), 101mg/dl (lab). Tests were done within less than 10 minutes with a difference of 52%. Patient did not experience any adverse events. No further information has been reported.